Event description:
The device was used during a laparoscopic nissen. Reportedly, the needle broke. The surgeon was able to retrieve the needle and applied another device to complete the procedure. The hosp has reported no pt injury occurred.